Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the cutting forceps would intermittently activate on its own. The procedure was completed using a different device. No patient injury reported. This is report 1 of 2.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the reported event. The device was connected to an olympus test generator and the coagulation function activated with a light touch, especially on the left side of the button. It was also noted that coagulation button would get stuck in the activated position. The blue coagulation button was removed and found the left dome switch collapsed. The collapsed dome switch causes a closed electrical condition which will activate the device on its own or cause an error code on the generator when plugged in.